Manufacturer narrative:
D9: device received on 1/8/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The probable cause of the reported problem was fluid ingression. The mainboard, dso sensor, lcd display, expulsor, valves, foam and optical disc were replaced to fix the issue.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext. (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette detect error. There was unknown patient involvement.